Manufacturer narrative:
Qn#(B)(4). Section h.11. The reported narrative "the reported complaint for iab "incomplete wrapping" is confirmed" corrected as "the reported complaint for iab "incomplete wrapping" was not able to be confirmed".

Event description:
It was reported "incomplete wrapping causes the catheter cannot be put into the patient's body". Addition information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. The sheath was not returned with the sample. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The customer provided a photo for review. The photo showed an iabc loosely packed in an original tray/carton; no obvious damage was noted in the photo. The reported complaint could not be confirmed by review of the photo. The bladder thickness was measured at six points with measurements ranging from 0.0074in-0.0077in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 10.4cm and 11.7cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "incomplete wrapping" is confirmed. The iabc bladder was fully unwrapped upon receipt of the sample. The unwrapped bladder can result in difficulty advancing the iabc into the sheath/patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unwrapped bladder. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "incomplete wrapping causes the catheter cannot be put into the patient's body". Addition information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".